Event description:
It was reported that the patient passed away on (B)(6) 2025. The cause of death was ischemic bowel. The device functioned as intended. This was not device or device therapy related. An autopsy was not performed. The device was not explanted and would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files were requested to be reviewed. The log files were reviewed and showed low flow hazard events as well as speed changes between (B)(6) 2025. These low flow readings did not appear to be the result of any external equipment malfunction. Following these low flow events the log file appeared to show various alarms associated with a driveline disconnect from the system controller. A few seconds later the system controller was powered off. After an unknown amount of time the system controller appeared to have been powered on without a driveline connected with system controller clock corrupt alarm flags active. The system controller was synced to (B)(6) 2025. A few seconds later the pump was connected to the system controller just prior to data download.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. The submitted controller event log file captured intermittent low flow events throughout the file from (B)(6) 2025 ¿ (B)(6) 2025. Several of these low flow events were associated with low flow hazard alarms. Review of the submitted controller periodic log file captured additional low flow hazard alarms on (B)(6) 2025 and (B)(6) 2025. The pump appeared to be operating as intended at the stored patient speed until the driveline was disconnected on (B)(6) 2025 at 02:27:47 followed by the powering off of the controller, appearing consistent with the discontinuation of support due to the patient's expiration. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Review of the submitted log files revealed that the low speed events captured on (B)(6) 2025 were due to the stored patient speed briefly being set below the low speed limit. Per design, this will post a low speed advisory alarm condition. The alarms resolved when the stored patient speed was increased above the low speed limit.